Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "during use, the image became foggy. Observing other parts, the light was dark. Checked the scope before use and after use, the light, air feeding and water feeding were normal. But after entering the human body, the above light appeared dark occasionally" involving pentax model eg29-i10/serial (B)(4). No further information was provided at the time of the report. The device is pending return to pentax. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.